Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in (B)(6) 2018, which was expanded in (B)(6) 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population, and in the recent minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that this device was exhibiting premature battery depletion. Subsequently, this device explanted and replaced. No additional adverse patient effects were reported. This device was received for analysis.

Manufacturer narrative:
The device currently remains implanted. Should additional information become available, this report will be updated.

Event description:
It was reported that premature battery depletion was suspected. Awaiting hospital to send programmer data, which will be sent to technical services for engineering analysis. No adverse patient effects were reported.